Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - correction is required for product registration, d4 and g2. D4: catalog no - correction. G2: report source - correction - corrected consumer to foreign. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.